Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced in b5 will be filed under a separate medwatch report number.

Event description:
This is filed due to air entering the steerable guide catheter through the clip introducer of the clip delivery system, requiring intervention. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. Shortly after inserting the ntw clip introducer into the steerable guide catheter (sgc), air entered the sgc. The valve of the clip introducer was not sealing correctly, allowing air to enter. The air never entered the patient anatomy and was aspirated out of the sgc via syringe. A replacement clip was used to complete the procedure successfully, reducing mr to grade 1-2. During removal of the sgc, the right ventricle pacemaker lead (non-abbott) was dislocated, requiring intervention to correct. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak / splash was confirmed via device analysis. Additionally, the clip introducer silicone valve was observed to be torn at the proximal end. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported/ observed leak / splash was due to the torn clip introducer. The observed material split, cut or torn associated with the clip introducer valve tear was determined to be related to a potential product issue. Per (B)(4), revision ab and (B)(4), revision cn, this complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception, the patient code severity aligns, and the occurrence rate is within the rate specified in the exception. The investigation evaluated the reported issue, and the engineering group determined that the cause is related to inadvertent mistake on the behalf of abbott operators during the silicone and verification steps. Corrective actions to update the procedure to improve detection and verification of the presence of silicone were approved and are pending implementation; additional actions will be taken if warranted, and will be documented per internal operating procedures. Abbott will continue to trend the performance of these devices. The reported unexpected medical intervention was a result of case-specific circumstances.